Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 43 mg/dl and 42 mg/dl. Customer stated that customer had symptoms like shaking, mental confusion, heart raising. Customer treated with food and glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was in auto mode or smartguard. The insulin pump will be returned for analysis.